Event description:
This is report 5 of 6 for the same event. It was reported from sweden that during an unspecified osteotomy surgical procedure, it was observed that the two battery handpiece devices and two lid devices did not work together. According to the report, the mode selector switch stopped at lock position and would not go any further even with force. It was reported than when the device was pushed down hard enough, the user was able to switch positions sometimes. A small battery drive device with short and thin sawblade device was available and used to continue the procedure. According to the reporter, there were complications of an additional fracture and bleeding. It was reported that these complications were treated by the surgeon. It was not reported what medical intervention was performed to treat the complications. As a result, there was a 45 minute extension to the surgical procedure. The patient status/outcome was ¿ok¿. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
During subsequent follow-up with the customer additional information was received. The reporter clarified that the nurse and surgeon tried to mount the battery handpiece devices and the problem with the lid devices was not detected prior to surgery. Local distributor was contacted and while waiting for the product specialist, the surgery was continued with the colibri (small battery drive) device (patient was under anaesthesia) as it was the only device available in the clinic. According to the reporter, some time was spent obtaining a spare device. The reporter clarified that both handpiece and lid devices had the same issue. It was reported that the bleeding was caused by a sharp bone edge as a result of the short saw blade device, "blade of a similar sized trauma recon system device was not available". Reporter stated that some time was required to stop the bleeding to maintain homeostasis. The bone electrical coagulation and diathermia treatment were performed. It was reported that the battery handpiece and lid devices were not used during surgery.

Manufacturer narrative:
(B)(6). The manufacturing location was unknown. The serial number was unknown. Therefore, device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.